Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 171908: 25 items manufactured and released on 12-jun-2017. Expiration date: 2022-05-25. No anomalies found related to the problem. To date, 5 items of the same lot have been sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: insert revision in tka 1 year and 10 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in after 1 year and 10 months reporting instability, which was due to laxity. The surgeon revised the 12mm insert with a 14mm insert and the surgery was completed successfully.